Event description:
On (B)(6) 2009, the patient's father reported the up and down buttons on the patient's insulin infusion device are not properly working. He said that last week, the patient was not able to use the down button to lower her bolus amount. He stated the up button works intermittently. He stated the buttons pop up when pressed. He said her device has not been exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.